Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the solutions tracker, the customer had reported he had experienced a low blood glucose of 49 mg/dl. Customer stated he had gone to bed at 12 am and his blood glucose was 71 mg/dl, so he ate some carbohydrates. At 3:00 am, he was at 60 mg/dl so he ate a tablespoon of honey. Then at 5:00 am he was 49 mg/dl , so he ate more honey and a cereal bar. Since then his blood glucose has been 120 mg/dl. Customer stated he was still getting his setting on the insulin pump adjusted. He declined being transferred for troubleshooting assistance. He is not returning the device for further analysis.